Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). DHR - there is no applicable nonconforming product report / nonconforming material report history. The reported complaint was confirmed from the evaluation. A visual inspection found customer applied labels. Functional testing and evaluation found that the device does not turn off. There are small cracks in the cover on both sides, the pads are worn, the module assembly is separating and the led fails spot quality test. These defects are likely caused by improper handling/misuse. The underlying root cause for the reported event is unknown. Review of the current risk documentation indicates the following foreseeable sequence of events could potentially lead to the reported failure; inadequate design, improper use of the device, and/or device not manufactured to specification. No manufacturing, workmanship, or material deficiency has been identified. Replace the rear cover panel assembly, pad set, module assembly and luminaire to resolve the reported complaint. Device identifier: (B)(4).

Event description:
It was reported that internal damage of the led headlight w/batteries & ac/dc power supply, caused fire or melting. Display is blinking, not responding to commands. No patient injury reported.